Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm occurring on (B)(6) 2019 was not confirmed. Neither the system controller (serial number (B)(6)) nor the backup battery (serial number (B)(6) were returned for analysis, and no log files were associated with the reported event. The backup battery was reported to have been replaced at the clinic. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Review of the device history record for the 11-volt backup battery, serial number (B)(6), showed that the device passed all initial manufacturing tests (per the manufacturing test data). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged the controller due to backup battery alarm on (B)(6) 2019. Backup battery in the old controller was replaced in clinic. The patient had no issues with controller exchange and event history review confirmed patient¿s report of backup battery fault. No log files were available.